Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the atrial side was not working. Analysis did find the upper and lower cases, two side bail covers and the battery drawer broken, the battery release contaminated, the ring cover was the wrong part, the battery contacts were compressed, the ring was bent and the liquid crystal display was missing segments. (B)(4).

Event description:
It was reported that the atrial part of the external pulse generator did not work. A test and calibration was also requested. The generator was returned for service. No patient complications have been reported as a result of this event.